Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   No additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
It was reported one side of the packaging was totally unsealed on two dressings from the same batch. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and pm's were completed and up to date. A photograph and samples have been received for this complaint which was evaluated. A visual inspection evaluation found that this was a convatec product with the correct lot number in association with the complaint with the expected malfunction. No other testing was required for the sample a non-conformance (nc) was opened to find the root cause, which has been completed and no additional investigation is needed. The root causes of the investigations were found to be: the auxiliary clutch was set up incorrectly. The silicon rollers were not set in the correct position and were too tight and that the pressure setting was wrong. It was also found that the vision system was set up incorrectly. These issues have been corrected. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as no product sample has been returned for evaluation. This was updated in error on supplemental report #01, MDR 1000317571-2017-00036, which was submitted on february 23, 2018. Corrected data: device available for evaluation, date returned to manufacturer and device evaluated by manufacturer are not applicable as no sample was returned for evaluation. Should a product sample or additional information become available, a follow-up report will be submitted. (B)(4).